Event description:
The customer contacted baxter's technical service center (tsc) regarding a check supply line alarm which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the machine completed the prime and fluid started coming out of the end of the patient line. The baxter technical service representative (tsr) asked the rn what the machine showed. The rn was not near the machine. The nurse sent another nurse to the machine. They had restarted the prime and stated fluid was coming out of the patient line. The tsr asked if the line was in the organizer, the nurse stated yes and told the other nurse to put the line back in the organizer and put the cap on. The tsr instructed nurse to press stop, close all the clamps and turn the machine off. The tsr instructed the nurse to discard the supplies and start over with all new supplies. The tsr suggested that if they have another alarm to press stop and call from a phone near the machine, so baxter could trouble shoot. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown.the sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information - product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the overprime. The rn reported that the issue was resolved, but she did not know the cause of the over prime. Per rn, the bags were not stacked and the patient line was in the correct place on the organizer. Per rn, the home patient (hp) was not connected and there was no injury or harm as a result of this incident. The rn stated that as far as they know, the hp was doing fine and continuing therapy without issues. The rn stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The device had been discarded and the lot number was unknown, a batch review could not be performed. This complaint, overprime - leak out of patient line, could not be confirmed due to lack of sample therefore the root cause was undetermined.